Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The customer troubleshoot with technical support and was provided with part number of the central processing unit. The customer ordered and received the part. No additional information was received. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator had code indicating the backup alarm failed. There was no patient involvement.